Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to clinic after being lost to follow up. Upon interrogation, the right atrial lead exhibited low impedance; a lead insulation anomaly was suspected. The device was programmed to vvi and the patient would continue to be monitored.